Event description:
Office reported that both upper and lower section of the silent nite 3d sleep appliance cracked, and right top attachment broke off. The patient received the appliance on (B)(6) 2024 and reported (no date provided) that noticed appliance was cracked and the attachment broke off and discontinued using device. No patient harm or injury is reported.

Manufacturer narrative:
The device is expected to be returned. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has been returned to glidewell, however, it has not been received by complaints team department for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. A non-visual device evaluation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the cracking and attachment to break. The manufacturer internal reference number is: (B)(4).